Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient infusion set are curved and needle fracture on (B)(6)2024. Insertion site was abdomen and butt. The infusion set was in use for less than one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.